Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed in the lab due to lack of sample. Lot number is unknown, therefore, batch review was not performed. There was air in the patient line. A root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was a large gap of air in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr then walked hp through ending therapy early procedure. The hp ended therapy and would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding air in the line, it was revealed that the issue was resolved by starting over with new supplies. The hp stated that she did not check the line before connecting and mentioned that she probably should have reprimed the line. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.